Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-1053, awareness date 01-sep-2015). This case refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006 and soon after she started developing symptoms. In 2013, she went to a different doctor that immediately thought her issues were because of essure, he never believed in the product and wanted to do a laparoscopy immediately to find out. At that time, he removed the right ovary and tube (implant had perforated tube and destroyed ovary) but left implant was left in because it was where it was supposed to be. In 2015 she went for a hysterectomy, she only had left ovary, everything else was gone. She felt much better after, she got her energy and focus in life back. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed symptoms. Seven years later, she had a laparoscopy and had her right ovary and tube removed because the implant had perforated the fallopian tube and ovary. Approximately 2 years later, she had a hysterectomy and left fallopian tube removal, only her left ovary was left in. She felt better after that. The fallopian tube perforation, ovary perforation and hysterectomy are serious due to their medical importance. These 3 events are listed in the reference safety information for essure. In this particular case, considering the nature of these events, the lack of alternative explanation and the fact that she was feeling better after essure removal suggest that the causal relationship is related to essure. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 02-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed symptoms. Seven years later, she had a laparoscopy and had her right ovary and tube removed because the implant had perforated the fallopian tube and ovary. Approximately 2 years later, she had a hysterectomy and left fallopian tube removal, only her left ovary was left in. She felt better after that. The fallopian tube perforation, ovary perforation and hysterectomy are serious due to their medical importance. These 3 events are listed in the reference safety information for essure. In this particular case, considering the nature of these events, the lack of alternative explanation and the fact that she was feeling better after essure removal suggest that the causal relationship is related to essure. This case is regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.